Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient questioned what the "bad lead" and device going off 6 times actually did to his heart. Upon follow-up, the hcp indicated a carelink transmission dated after the patient's call did not show any shocks and there is no information about a lead being bad. The lead remains in use. No patient complications were reported as a result of this event.